Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant detect feature did not complete due to low pacing impedance on the chronic unipolar right ventricular lead. Consequently, no diagnostics were collected, nor remote transmission data/alerts generated. The lead had known low impedance, but normal threshold and sensing, so no surgical intervention was taken however implant detect was manually set to off/complete. No patient complications have been reported as a result of this event.